Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to water invasion of the scope connector during user handling of the device; this then caused an abnormality in electrical components and the error codes were temporarily displayed at the user facility. The user can detect the suggested phenomena by handling the device in accordance with the following instructions for use (IFU): ·inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issues with the b30 and e216 error messages were sporadic failures. The failure could not be confirmed, but its occurrence was likely. Additional issues were identified during the device evaluation: the distal end plastic cover had a chip, the distal sheath was stretched, and the scope connector was wet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii bronchovideoscope displayed a b30 (scope communication error) and e216 (scope communication error) message. There were no reports of patient harm associated with this event.